Manufacturer narrative:
Results: gill brake plate kit.

Event description:
It was reported by service report that the brakes do not hold properly. No patient involvement or adverse consequences are reported.